Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient required hospitalization or received any remedial treatment. It was unknown if peritoneal effluent was analyzed. The outcome of the peritonitis was unknown. The action taken with dianeal pd2 ultrabag therapy was not reported. It was unknown to the reporter if the peritonitis was related to dianeal pd2 ultrabag therapy.